Event description:
Reporter alleged a discrepant result was obtained between the blood glucose monitoring device and a lab comparison. Reporter stated the device result was 321 mg/dl and the lab performed was 171 mg/dl. Reporter indicated five minutes after the 321 mg/dl original test; a retest generated a result of 88 mg/dl. Reporter stated no treatment was administered and the pt remains hospitalized. Reporter did not provide further details. A request was made for the return of the suspect device and replacement product was sent.